Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing after removing off the body. The customer's blood glucose value was 20 mmol/l, 8 mmol/l and 10 mmol/l. The customer¿s sensor blood glucose level was 14 mmol/l, 16 mmol/l and 3.2 mmol/l. The customer was assisted with the troubleshooting. The customer stated that the sensor cannula was no longer in the body. The sensor will not be returned for analysis.